Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. A polaris mmg system was selected for use. During the procedure, the pdaq test of the device failed. The procedure was not completed due to this event. No patient complications were reported.